Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the camera (product ID: camera 9735821 vega base s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. A nalysis found no failure. A manufacturer representative went to the site to test the equipment. It was reported that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: codes d02, b01, c08 apply to the system (product ID: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)). Codes d14, b01, c19 apply to the camera (product ID: camera 9735821 vega base s8 svc, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: vendor analysis was performed for product: 9735821, lot number: p923072. It was reported that the fault description had been confirmed and isolated to a faulted battery. The faulted battery had been replaced. The enclosure and ir windows have also been replaced as per customer request. Following repairs this unit has been recharacterized as extended pyramid volume. Unit also has passed outgoing product testing. Codes b01, c08 and d02 are applicable to this vendor analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that there were issues with a system recognizing a patient reference frame during a spine case. During the case the site verified the pointer before registration on the reference frame while it was not attached to the vertek arm. The site then attached the frame to the vertek arm and the camera was no longer able to track it. The clinical specialist (cs) was present for the case and went to get a new frame then replaced the ir balls on the frame when the camera began tracking the frame again. After the case the cs tested the frames and the camera could then see both frames and the pointer. There was no delay. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that no fault was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received regarding a correction to the analysis for the psu. The information is here in section h11. H3: the camera, lot number: p923072, was returned to the manufacturer for analysis. The returned positioning sensor unit (psu) contained scratches on the housing and lenses. A check of the event log revealed intermittent firmware incompatibility. The psu passed an accuracy test (aak) at .102mm with a passing threshold of .250mm. H6: codes b01, c02, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.